Manufacturer narrative:
(B)(4). Additional narrative: misassembled condition confirmed. Visual examination of the unit showed evidence of missing film-wrap that have caused the leakage within the housing. No additional observation was noted from the device. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted.

Event description:
Baxter received a complaint from the facility involving one (1) ce intermate sv 200 device. According to the customer report - "when filling the pump, the contents leak around the inner seal filling the exterior container." The device was filled partially with sterile water and never left the pharmacy. The contents reportedly leaked around the inner seal and the contents are inside the plastic part of the bottle. There was no report of patient involvement, medical intervention, or patient injury. No additional information is available.